Manufacturer narrative:
The device was returned for analysis. The material separation of the foot and the difficult to open or close were confirmed. The difficult to remove, positioning problem and irregular feel are related to procedure conditions and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A cine review determined that the foreign body was consistent with the manta foot plate [non-abbott closure device used] and confirmed the perforation. The reported patient effects of hematoma and perforation are listed in the perclose prostyle instructions for use, as known adverse events associated with use of suture mediated closure devices. The cause of the reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely that the foot was caught in calcification which prevented positioning to seal off the marker port and which then also caused the foot to surf distally during closure and become dislodged from the guide. The dislodged foot would make removal, and the ability to open and close difficult. Manipulation in that state likely led to the foot break. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a prostyle device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, advancement of the device went well. Blood flow from the marker lumen was observed. The physician reported that the device did not ¿feel right¿ and noticed that [pulsatile] blood flow from the marker lumen had not stopped when attempting to position the device. The foot plate was closed and the prostyle was repositioned; however, [pulsatile] blood flow from the marker continued. The physician attempted to remove the device but was unsuccessful as the device felt stuck in the patient. The foot was cycled many times and the device eventually came out with some effort. It was noticed that the posterior foot of the device appeared damaged. The use of prostyle devices and the pre-close technique were abandoned. The sheath was upsized to a 16f sheath and the tavi was completed. A non-abbott device was attempted to achieve hemostasis; however, hemostasis was not fully achieved. Imaging was performed and a perforation of the vessel was confirmed, additionally, a foreign body, suspected to be a portion of the prostyle footplate, was observed. Covered stents were placed to repair the perforation. A clinically significant delay in the procedure was reported; however, post procedure the patient was reportedly stable with large scrotal hematoma. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.